Event description:
Contact reports the tip of the self drilling tap instrument broke off when tapped into the pedicle of the patient. The broken tip remains in situ, captured below the surface of the pedicle. Because an unintended portion of the instrument remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
Examination of the returned tap confirmed the tip breakage. Review of the device history record found the lot met specification requirements when released to stock. The condition of the instrument prior to breakage is unknown. The cause of tip breakage cannot be positively determined. At this time, the complaint is considered to be closed.